Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 31 mg/dl. The low blood glucose was treated with juice. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was 96 mg/dl and the sensor glucose reading was 41 mg/dl. The customer mentioned getting a low predictive alert. Customer declined to provide more information and declined troubleshooting for low readings and sensor issues. The customer was not feeling well. The insulin pump and sensor were not returned for analysis.